Manufacturer narrative:
No patient information provided as no patient was involved in this concern. The unique identifier was not available at the time of reporting. Concomitant medical products: product ID: bi71000528, serial/lot #: unknown. Report source foreign country: (B)(6). The manufacturer representative went to the site to test the imaging system. It was found that the system could not perform 2d or 3d shots. The manufacture date was not available at the time of reporting. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system. It was reported outside of a procedure that the system was staying in initializing mode. The logfiles were showing issues with paxscan. It was noticed that the paxscan was out of order and the site had no service contract. The system was in end of life. No patient was present at the time of the event.